Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection reveals the device was recieved in the same state as the images. T1 and t2 anchors and suture detached from the device. The device appears to be in the t2 pre-deployment position indicating the device was actuated once. The device shows no signs of stress. Saline debris on device handle. A functional evaluation confirmed the deployment needle was in the t2 pre-deployment position once device was actuated the needle reset to the t1 pre-deployment position. The device functioned as expected without the ability to test deployment of anchors as they are detached from the device. A review of the customer provided images confirms the devices batch number and product number. The image also reveals both t1 and t2 anchor are detached from the device with the suture. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force on the suture or device to initiate premature activation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t1 and t2 deployed simultaneously. No delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.